Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device and the leads were explanted due to a pocket infection. The patient was treated with antibiotics and was implanted with a temporary pacemaker to provide pacing support. The patient tolerated the procedure well.